Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00257 on 18-august-2020. Additional information (28-august-2020): section b7 includes the medication taken at the time of the event. Section e1 provides an updated location of the dimension exl 200 system. Siemens is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00257 on 18-august-2020. Siemens filed the supplemental MDR 2517506-2020-00257_s1 on 22-sep-2020. Additional information (07-oct-2020): siemens has reviewed the information provided, and the cause for a discordant falsely depressed tacrolimus (tac) result on a single patient sample is unknown. Siemens performed a follow-up with the customer and informed no recurrence of the event, post-service visit. The system is performing according to specifications. No further evaluation of the device was required. Section e4 and h4 include additional information, and h6 has updated adverse event problem codes.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer informed that several samples were used for troubleshooting purposes and resulted in low outliers. Siemens evaluated the information and noted that quality controls (qc) recovered within range. The customer informed siemens that a delta check was implemented in their laboratory information system (lis), and patients' results are compared to prior values and rerun in duplicate when necessary. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse replaced the reagent (r2) tubing and probe. The engineer inspected the sample drain and noted the sample probe was touching the larger hole in the assembly. The drain position was adjusted and verified. The recalibration was performed, and qc samples ran in duplicate and showed an acceptable precision. The calibrator was also run in duplicate and also showed an acceptable precision. Siemens observed an issue with the millipore system and noted the millipore service was performed and required decontaminating the dimension exl 200 instrument. Siemens is investigating.

Event description:
A discordant falsely depressed tacrolimus (tac) result was obtained on a dimension exl 200 instrument. The result was not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing in duplicate. The customer informs that repeat results were higher and reported 18.5 ng/ml to the physician(s), as the average of the two results. There are no reports of patient intervention or adverse health consequences due to the falsely depressed tac result.